Manufacturer narrative:
(B)(4). All the information included on this report is the only information that has been provided by the reporter.

Event description:
It was reported that the patient underwent renal transplant. The arterial anastomosis was performed using a running 6-0 suture. The surgeon experienced a suture failure while placing the final knots in the anastomosis. The suture again failed when a rescue stitch was placed to reinforce the initial stitch. Because of this failure, the entire anastomosis had to be re-done.